Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in brazil reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an bc191-05 flexitrunk nasal tubing was found to be broken, resulting in an air leak. There was no reported patient involvement.